Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx des was implanted in the rca. Cec adjudicated a non-q-wave mi of the target vessel rca, 3rd udmi peri-pci occurred the same day.